Event description:
The customer reported that the insulin pump's escape button was unresponsive. The customer did not recall any specific events leading up to this issue. Blood glucose level at the time of the incident was 149 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to an unlocked keypad connector. The insulin pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.